Manufacturer narrative:
Tech found the bed in "down" storage. Head up function not working. Function does not work manually or under power. Battery led is on. Determined problem to be faulty valve guide tube. Replaced head up valve guide to resolve this issue.

Event description:
Cause of problem unk. Bed found in "down" storage. Head up function is not working. Function does not work manually or under power. Battery led is on. No injury reported.